Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Subsequently, this crt-d was explanted. No additional adverse patient effects were reported.